Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Dentsply was unable to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, noise, leak and cut test requirements. Quality personnel then investigated the attachment. Maximum temperature for the attachment head did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 29.3°c. Free run testing for 3 minutes resulted in a maximum temperature of 28.8°c. Load testing attachment for 3 minutes resulted in a maximum temperature of 39.2°c. After disassembly and microscopic evaluation of returned attachment, quality personnel noted a consistent lack of lubrication on all parts examined. Also noted was moderate corrosion on the underside of the cap and on the head tail gear assemblies. This lack of lubrication, coupled with the corrosion found, could have caused the complaint.